Manufacturer narrative:
Product event summary:the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the patient was hospitalized due to spine injury. The device programmed settings were bipolar pacing with underlying sinus rhythm, and atrio-ventricular block three. Device explant indicated to take place at an unspecified time after patient spinal operation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced atrio-ventricular block and the implantable pulse generator (ipg) and the device exhibited pacing problem with inhibition of pacing. It was also reported the right ventricular (rv) lead measurements indicated oversensing. Diagnostic test and troubleshooting was performed. Reanimation steps were taken. The ipg and rv lead remain in use. No further patient complications have been reported as a result of this event.